Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with a stopcock inserted. The stent struts at the centre of the stent were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. There was no damage noted to the stent struts at the proximal and distal ends. The tip of the device was examined and there was no damage identified. The balloon cones profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified mid circumflex. After a 6f 3.5 non bsc guide catheter and a non bsc guide wire were advanced, a 4.00x24mm promus premier¿ stent delivery system (sds) was used to treat the lesion. Upon removal, it was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified mid circumflex. After a 6f 3.5 non bsc guide catheter and a non bsc guide wire were advanced, a 4.00x24mm promus premier¿ stent delivery system (sds) was used to treat the lesion. Upon removal, it was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.